Event description:
The rptr called the co to ask if disposable lenses could be purchased even if there was no prescription. He was told that lenses could be ordered by giving the lens info from the container.